Event description:
It was reported that the patient with this right atrial (ra) lead, underwent a mitral valve clip procedure, but the lead was dislodged. This ra lead was then explanted and replaced with a temporary wire because the patient is dependent on pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct/reflect additional information received. Corrected fields b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes, impact codes. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a mitral valve clip procedure. During the procedure, both the ra and right ventricular (rv) leads dislodged. As a result, the patient experienced cardiac arrest. Due to pace-dependent requirements, a temporary wire was placed. Days later, a revision procedure was performed, and both leads were explanted and replaced. No additional adverse patient effects were reported. Further information has been requested regarding product return status.